Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patients t12 lead and l1 lead were confirmed via imaging to be fractured and the patients t11 lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein leads were explanted and replaced to address the issue.